Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The 3.0 x 19 graftmaster (part 12744-19, lot 598556), is being filed under a separate MFR report number.

Event description:
Device issue: none. Adverse event: infected pseudoaneurysm, perforation, surgical removal of stent. Onset of adverse event: approximately 2 months post stent implantation. It was reported that a xience v stent was placed successfully in a saphenous vein graft on (B)(6) 2010. Approximately 2 months post stent implantation, on (B)(6) 2010, the patient experienced chest pain and was taken to the cath lab where a small perforation was seen at the distal end of the xience stent. A jostent graftmaster was advanced, but was unable to cross through the stent. It was decided to place the graftmaster at the proximal edge of the stent to possibly partially seal the perforation; however, the perforation did not partially seal. The patient was taken to surgery where an infected ruptured pseudoaneurysm in the saphenous vein graft distal to the stent was seen. The graftmaster and xience v stents were explanted and the ruptured, infected pseudoaneurysm was treated. The patient remained hospitalized due to pre-existing end stage renal disease and for treatment of a sternal wound infection. On (B)(6) 2010, the patient was discharged to home. Although requested, there was no additional information provided.